Event description:
It was reported that there was a percutaneous lead repair request.

Manufacturer narrative:
Patient information and device serial number were requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under manufacturer report number 2916596-2022-00082.